Event description:
On (B)(6) 2011, pt admitted with chest pain 36 hrs duration, EKG in ambulance with st elevations. Taken directly to cath lab at 0836. Films reveal a totally occluded lad proximally extending into mid portion of a previously placed stent. -bms approx 2006- occluded lad dilated with 2.5x15 nc quantum apex, then placed a 3.0x28 xience v rx stent. The mid portion of that stent post dilated with 3.25x20 nc quantum apex. Medications including asa, angiomax, and prasugrel. Films reveal no residual stenosis and timi iii flow. Post procedure pt develops chest pain and return of st elevations. Returned emergently to cath lab at 1100. Films reveal subacute thrombosis of previously placed stent in proximal portion of lad. Timi 0 flow. Dilated with 3.0x20 apex restoring flow, with resolution of chest pain and st elevations. Then placed 2 stents, a 3.0x18 xience v rx more proximally and a 3.0x15 xience v rx more distally. All stents overlapped. Stented segment post dilated with 3.5x20 nc quantum apex rx. Final films reveal 0% residual stenosis, timi iii flow. Integrilin bolus and drip in addition to previous medications. Pt discharged (B)(6) 2011 on medications including asa and prasugrel.